Event description:
This pt had a left total knee in 1996. An event at work has led to loosening of the knee. The pt has had continued pain. They were admitted for a total left knee revision. During the procedure the surgeon discovered the femur and patella were loose. All components were removed and replaced.